Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device failed pretests for safety and hose verification. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper device handling which is user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the motor device had a hole in the hose. During service and evaluation, it was determined that the motor device had a cut in the hose above the muffler area, the device was running in the safety position (was power broken) and the lock cylinder and pawls release were damaged causing the device to run in the safety position. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of the event was not report. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.